Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 4.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage; the stent struts in the sixth stent strut row from the distal end of the stent were lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27jun2019. It was reported that crossing difficulties were encountered. The target lesion was located in the proximal left coronary artery. A 4.00 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed stent damage.